Event description:
It was reported, that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 136 mg/dl. Reportedly, the customer has no alternate method of insulin therapy.